Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse removed and replaced defective high stereo resolution video (hsrv) monitor to correct the reported problem. Video returned in right eye on the surgeon side console (ssc). The system was tested and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system error: error 119- console hrsv low current: the hrsv monitors in ssc1 have a total current draw from the generic power distributor (gpd) that is lower than threshold. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to no vision in the right eye console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site did not have an image in the right eye of the surgeon side console (ssc). Tse viewed logs and found a low current threshold in high resolution stereo viewer (hrsv) error. Prior to calling technical support, the caller had cycled the system power and ssc breaker without change. The tse walked the caller through another hard power cycle of the vision side cart (vsc) and ssc, but the system powered back on and still did not have vision in the ssc right eye. The tse asked the caller if they had a second ssc or second system, but they did not. The site planned to convert to laparoscopy. The procedure was converted to laparoscopic and completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.